Manufacturer narrative:
The laerdal silicone resuscitator (lsr) in question was not returned to the MFR for evaluation. It was put back into service at the hospital. The customer admits not adhering to recommended testing protocol and have undertaken a re-education program to fully inform their clinicians of the importance of the function testing that would have detected this mis-assembly. The reassembly instructions of the lsr, as shown in the parts illustration in the directions for use (dfu), very clearly illustrates that the flap valve is not part of the pt valve, but rather is part of the intake valve. Additionally, there are cautions and warnings in the dfu drawing attention to the importance of correct reassembly of the pt valve and stressing that improper assembly may affect performance of the lsr. The step-by-step function test described in the dfu would have revealed the malfunction of the lsr and should have been performed prior to use. It is concluded that the customer did not follow the instructions for reassembly of the lsr, as described in the dfu, and did not perform a function test before use. It is expected that the instructions in the dfu are followed in order to ensure a correct assembly/function of the lsr.

Event description:
During treatment at a hospital involving a male infant who needed assisted ventilation or resuscitation, this laerdal silicone resuscitator (lsr) did not function as intended. The baby then underwent an emergency procedure including bronchoscopy, as the staff thought the unsuccessful ventilation was due to an airway problem. During the bronchoscopy process, the lsr problem was identified, and the baby was then successfully ventilated. The hospital found an extra flap valve installed in their lsr that was sitting on top of the lip valve preventing air from passing through. The hospital's lsrs are cleaned and processed by their cssd, reassembled by them and checked by clinicians prior to use. They admitted that they do not perform the function test defined in the lsr directions for use. The lsr was returned to service.